Manufacturer narrative:
The analysis on the power cable of the imaging system was returned to the manufacturer for evaluation. Visual inspection noted that internal wires were exposed, though the insulation of the wires were not damaged and the conductive material remained hidden.

Manufacturer narrative:
A medtronic representative went to site to test the equipment. Representative reported that the power cable sheath was detached from plug. Power cord was replaced to resolve the issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect cable has been received by the manufacturer however the results are not available yet.

Event description:
A medtronic representative reported that while outside of procedure, the power cord on the mobile view station (mvs) was separating. There was no patient present at the time of the issue.

Manufacturer narrative:
Correction: review of this event and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report or a similar device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.